Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported elevated blood glucose (bg) levels of 239-over 300 for about a month, their healthcare professional (hcp) has determined was due to pump basal settings. The customer took a bolus via the insulin pump to address the elevated bg level. The customer is currently working with their hcp to adjust basal rate settings.